Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and a suprarenal stent in 2014. Recently, the physician noted an endoleak type iiib. The patient is currently in stable condition and continues to be monitored. As of this report, there has been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; a type iiib of the main body. The most likely cause of the type iiib of the main body (breached and stretched 40.1mm [61%]) is likely device related. Procedure related harms and the final patient disposition could not be determined due to a lack of any medical records or imaging. The final patient status was reported to be in stable condition and is currently being monitored. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.